Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06047. It was reported the pt was experiencing pocket heating while charging. The pt then stopped charging and using her system, but did not inform anyone at the time. The ipg is believed to the past the point of recharge due to the prolonged period without recharging. The pt was requested to have her ipg replaced with a non-rechargeable ipg. Follow-up indicates the pt had her rechargeable ipg replaced on (B)(6) 2013 with a non-rechargeable ipg.

Manufacturer narrative:
Recall numbers: 1627487-12192011-003-r, 1627487-05242011-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.